Event description:
This event was identified in the following paper: a novel liver retraction method in laparoscopic gastrectomy for gastric cancer (cea25022_revision 004). Alt (alanine transaminase) and ast (aspartate transaminase) levels were statistically significant higher in the nathanson¿s liver retractor group than in the penrose drain group, suggesting that transient liver dys-function during laparoscopic gastrectomy was influenced by the type of liver retractor.

Manufacturer narrative:
The device was not returned for evaluation. The lot number was not supplied, and therefore a review of the device history record could not be performed. The device IFU states: step 4: under direct laparoscopic vision, manoeuvre the curved edge of the nathanson liver retractor in a superior direction under the left lobe of the liver. Step 5: continue placement of the ports. When this is complete, attach the nathanson liver retractor to the retractor arm and elevate the liver to the desired position. Periodic release of the retractor pressure may be necessary throughout the procedure to minimise the risk of hepatic ischaemia. Based on the information provided in it can be concluded that the adverse effect of the patient was most likely caused by a combination of patient-related factors, procedural-related factors, and insufficiently following the IFU.

Event description:
This event was identified in the following paper: a novel liver retraction method in laparoscopic gastrectomy for gastric cancer (cea25022_revision 004). Alt (alanine transaminase) and ast (aspartate transaminase) levels were statistically significant higher in the nathanson¿s liver retractor group than in the penrose drain group, suggesting that transient liver dys-function during laparoscopic gastrectomy was influenced by the type of liver retractor.